Event description:
It was reported that two (2) ultra set capd disposable disconnect y-sets were damaged. The tubing separated from the drain bag. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in (B)(6) 2023, reported as "this week." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A review of the photos showed the tubing to the port seal of the drain bag was separated. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue; due to an incomplete port seal which occurred during the radio frequency welding process in production.the sample failed to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.